Event description:
The one touch basic enhanced meter would not power on. The patient was found non-responsive and sweating. She was transported to the hospital by taxi and admitted. She was treated intravenously for low blood glucose levels. Results obtained during the hospitalization were unknown. The customer care advocate (cca) verified that the battery had been replaced per the owner's manual instructions, the battery contacts were in good condition, there had been no trauma to the meter, and the battery was correctly installed. The cca walked the reporter through pressing the power button and the meter would not power on. The meter, test strips, and control solution were replaced. According to the spouse, the patient had not tested for "days". She maintained her insulin regimen throughout the time of concern. She had been taking 20 units of n and 14 units of 70/30 in the morning and tested for "days". She maintained her insulin regimen throughout the time of concern. She had been taking 20 units of n and 14 units of 70/30 in the morning and 30 units of n and 16 units of 70/30 in the afternoon. Following her hospitalization, she was prescribed 25 units of n in the morning and 20 units in the evening. This complaint is being reported due to the following conclusion: the meter stopped powering on, the patient was unable to test, she maintained her insulin regimen, was found unresponsive/sweating, and was treated for hypoglycemia.